Event description:
Boston scientific received information that during the initial implant of this device, the right ventricular (rv) lead exhibited greater than 200 ohms shocking impedances. The physician removed the lead from the header, reinserted it and continued to get high out-of-range (oor) impedances. Boston scientific technical services (ts) was consulted and suggested ensuring the pin is all the way through the connector block and confirm the vector was programmed coil to device. The physician then pulled out the lead, cleaned off the pin, placed the lead back in the device header and all impedances were then within normal ranges. Ts thought it was likely the connection was suboptimal and that was the issue all along. The device and lead remain implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.